Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm. Vessel morphology was aortic lengthening. It was reported that 48 months post stent graft implant there is a type ia endoleak due to the proximal aortic lengthening. The physician is monitoring and is having the pt take a stress test, new cta and carotid test. The pt will be treated at a later date. No additional clinical sequelae were reported and the pt is fine. Please note that this device is an investigational device and is now distributed in the united states.

Manufacturer narrative:
Other, requires secondary intervention - eval results: pt's condition affected effectiveness of device (aortic lengthening). Inherent risk of procedure (endoleak). Conclusion: device failure/lack of effectiveness related to pt condition (aortic lengthening).